Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced the following errors: ignition error (e103), scope communication error (b30 and e216). These issues occurred during an unspecified procedure, with no reports of harm to patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: h4, h6, h11 during troubleshooting with olympus technical assistance center (tac), the customer reported that the error code went away. The customer was advised that that the bulb might possibly be a non-olympus bulb and to get the scope that was giving the error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.